Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia, with a peak glucose of 328 mg/dl for approximately two hours following a dinner announcement while using the ilet system after a same-day infusion site change; tubing patency was confirmed by observing insulin drops, and review of device data showed recurrent postprandial highs and a pattern of multiple dinner announcements that likely led to suboptimal automated corrections. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or ketoacidosis; a later check showed only trace ketones, and the patient returned to target range after adjusting announcements. Outcomes included no alerts for sustained glucose above 300 mg/dl, no use of backup therapy, no medical intervention, and no hospitalization. Investigation included review of device reports and user history, confirmation of infusion delivery through tubing, and counseling on proper meal announcements. Investigation of this case revealed that meal announcement practices, including under- or multiple announcements relative to intake and frequent snacking, contributed to insufficient post-meal correction and sustained highs; the infusion set and pump delivery path were functional. It was concluded, based on previously established findings for similar reports, that user-related meal announcement behavior was the most probable cause, with no evidence of device malfunction.